Event description:
During the procedure, as the physician was attempting to reposition the coil, the coil stretched and broke at the junction. The physician pulled the microcatheter and the coil back into the parent vessel. The physician then used a retriever snare to remove the coil. He was able to remove the coil successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not available for analysis. In the event it was stated that the coil stretched and broke at the junction when the physician attempted to reposition it by pulling it back into the microcatheter. As per the target directions for use" "advance and retract the target detachable coil carefully and smoothly without excessive force. If unusual friction is noticed, slowly withdraw the target coil and examine for damage. If damage is present, remove and use a new target coil. If friction or resistance is still noted, carefully remove the target coil and microcatheter and examine the microcatheter for damage". A probable root cause of operational context will be assigned to this complaint as it is probable that procedural factors such as those listed in the risk analysis, caused the performance of the device to be limited. Product has been disposed.